Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted. Baxter shall keep monitoring these events during quality reviews.

Event description:
A customer reported to baxter (B)(4) of a secondary interlink set that appeared to be coming apart at the drip chamber. This condition occurred at an unknown process step. There was no patient injury or medical intervention reported. No additional information is available.